Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department for shock. Upon review of the transmissions it was noted that the right ventricular lead failed to deliver shock due to high current drain/impedance. The configuration was changed by dynamictx algorithm and a shock was delivered which successfully converted the patient to sinus rhythm. The lead was reprogrammed. Lead revision was discussed. The patient was stable.